Event description:
Same cases as MDR ID 2134265-2013-06731, 2134265-2013-06738. It was reported that an automatic pullback failure occurred. During the procedure, the mdu was unable to perform auto pullback. The physician attempted automatic pullback but the motor drive will not pullback and the lcd display is normal. The procedure was not completed due to this event. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. The product was received in good condition with no visible external damage or defects observed. The unit meets specification of the functional test and successfully underwent a continuous burn-in overnight. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same cases as MDR ID 2134265-2013-06731, 2134265-2013-06738. It was reported that an automatic pullback failure occurred. During the procedure, the mdu was unable to perform auto pullback. The physician attempted automatic pullback but the motor drive will not pullback and the lcd display is normal. The procedure was not completed due to this event. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).